Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Upon removal on the pod, the cannula was observed to have dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized on 12dec2024 at royal bolton hospital due to high blood glucose levels and ketones of 1.8 while wearing the pod between 37 and 48 hours. Specific blood glucose levels were not provided and was only noted that it was "out of scale". Upon removal on the pod, the cannula was observed to have dislodged from the infusion site. Symptoms reported include confusion and not feeling well. The patient applied a new pod and then went to the hospital. At the hospital, the patient was given a 3-unit insulin correction. The patient was discharged the same day. The pod was discarded.